Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "up" and "down" button contacts were found to be misaligned. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "up" and "down" button contacts were found to be misaligned. The contrast button was found to be intermittently responding. All other buttons were found to be responding properly. The keypad was found to be intact. Unrelated to the event the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.